Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. (B)(4).

Event description:
The customer reported that epinephrine on a syringe pump stopped infusing, alarmed and displayed "calibrate". The patient's blood pressure dropped ; the nurse switched the syringe to another module and restarted the infusion. The patient required an upward titration of dopamine and epinephrine to compensate for the low blood pressure.

Manufacturer narrative:
The customer¿s report that the syringe module stopped infusing was confirmed. The syringe module error log showed that between (B)(6) 2014 and (B)(6) 2016 there were four instances of syr plunger position failure (error code 351.6660.0). The most recent occurrence was at 10:45 am on (B)(6) 2016 during an infusion at 0.324ml/hr. There were no further event log entries for the syringe module until a power on at 1:45 pm. Functional testing was able to replicate the alarm condition. Internal inspection of the carriage block/cam gap revealed the device was out of adjustment and the split nut was observed to be worn. The root cause of the syringe module infusion stopping was identified as a worn split nut.